Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 28 cm (11") set per infusione per pompa con due clave connector e perforatore con filtro where the customer reported a mismatch was observed between the blue connector of the tubing on the tree and the tubing on the chemotherapy bag. The customer stated that at around 5:05 pm, during the flushing process after chemotherapy administration (vincristine 1 mg in a 50 ml bag of 5% glucose, administered over 10 minutes.), the nurse observed drops along the chemotherapy tubing, on the chemotherapy pump, and on the floor. A mismatch between the anti-reflux valve and the rest of the device was noted. Therapy was completed; the incident did not alter the patient's condition. The pump, floor and nurse were cleaned/decontaminated per protocol. There was patient involvement, but harm was not reported as a consequence of this event.